Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) level of 500-625 mg/dl. Cause of bg level was not known. On 3/12/2023, customer administered a bolus via the pump and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin which "did not drop bg low enough" to customer's "acceptable level", and was discharged the same day with no permanent damage. Reportedly, customer went to "diabetic clinic" who had them "take infusion set off", and staff administered a manual injection (their "bg still did not go down"), and "looked over pump and found no issues". The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.